Manufacturer narrative:
The reported issue of side rail separated from the mobile cart was confirmed by our field service engineer. The side rail was replaced and the ventilator was returned to clinical use. No parts were returned for investigation. How the side rail broke has not been established. The event is most likely related to an overload, or mechanical force above the specification the rail has been designed for.

Event description:
It was reported that the side rail mounted on the ventilator became dislodged. Patient involvement is unknown. Manufacturer's ref #: (B)(4).